Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded various episodes on the same day where noise over sensing was observed. It appears to be procedural noise. The respiratory rate trend (rrt) was deactivated due to signal artifact monitoring algorithm triggered inappropriately due to the noise over sensing. It was recommended to turn the rrt back on. The patient is not pacing dependent, and the ICD remains in service. No adverse patient effects were reported.